Event description:
It was reported that the system would shut off and start itself. This caused an intermittent loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections between b380 and ipc components were evaluated and reseated. The system was tested and found to be working as intended and returned to service.